Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 37 mg/dl. Customer stated that they put on a new site, transmitter flashed once and connected to sensor, but did not had sensor connected. Customer saw some blood which didn't notice at time of insertion but could see blood visible through sensor connector. Customer stated rf icon displayed red x. Customer stated sensor was not inserted at time of low blood glucose. Customer declined to troubleshooting for low blood glucose customer stated auto mode feature was not active. The insulin pump will not be returned for analysis.